Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment. Log file review shows that the energy stayed stable in the expected ranges during the complete day and no further issues can be identified. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively the manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported significant diffuse lamellar keratitis (dlk) one day post presbyopic inlay procedure. Reporter indicated topical steroid eye drop dosage was increased. Upon follow up, reporter indicated the dlk is resolving.